Event description:
It was reported that the user experienced hypoglycemia and called to ask how many carbohydrates to take for correction. The agent provided education to treat with 15 grams of fast-acting carbohydrates every 15 minutes until improvement and advised contacting their clinician for alternative strategies. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included customer interview and counseling on appropriate hypoglycemia treatment. Investigation of this case revealed no device alerts or alarms reported and no device malfunction identified. It was concluded that the event was consistent with hypoglycemia with unclear cause, and user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.